Manufacturer narrative:
Based on risk assessment and clinical evaluation file is considered as closed.

Event description:
(B)(4). Summarizing translation of user´s narrative: upon difficult unsuccessful puncture sprotte needle navigated heavy, removed, needle tip got lost, surgical intervention to retrieve fragment. Patients bmi high (165cm/125kg).

Manufacturer narrative:
Event took place in (B)(6) and has been reported through (B)(4). Currently, the data is poor and the device has not been sent back/ analysed. As soon as further data will be available, a follow up report will be sent in to the agency.

Event description:
Internal report number: (B)(4). Summarizing translation of user's narrative: upon difficult unsuccessful puncture, sprotte needle navigated heavy, removed, needle tip got lost, surgical intervention to retrieve fragment.